Manufacturer narrative:
A1: the full patient identifier is (B)(6). H3 and h6: the access hstni reagent was not returned for evaluation. A beckman coulter field service engineer (fse) was dispatched to assess system performance. Fse noted the wash valve stator 2 was not properly fitted by the customer. Per fse verbal report, no system check or qc were run by the customer after having re-installed it. Fse cleaned wash valve stator 2 and reassemble it. A damaged belt (p/n: a58782) was also replaced. System check and hs system check passed. In conclusion, the cause of the incident is use error. The customer did not properly position the wash valve stator 2 after disassembling to clean it.

Event description:
The customer reported obtaining erroneous non-repeatable elevated hstni (access high sensitivity troponin I, part number: b52699 and lot number: 372161) for 16 patients from the customer's dxi (dxi 800 access immunoassay analyzer, part number: a71456 and serial number: (B)(6). The patient samples were repeat tested on an alternate dxi (instrument part number and serial number not provided) and lower results were obtained. The customer reported that of the 16 patients, 4 (four) received a change to patient treatment or management in connection with the erroneous elevated non-reproducible hstni result. The four patients whose treatment was impacted received treatment for acute coronary syndrome (acs). No additional details regarding acs treatment were provided for three of the four patients; the third patient received antiplatelets. Per customer, no harm was done to any of the four patients whose treatment was changed. No further information regarding additional treatment was provided. This MDR will address one of the four patients with reported change to patient treatment which occurred in connection with this event. Results obtained were as follows: patient/sample dxi1 result (ng/l) dxi 1 date of analysis dxi 1 time of analysis dxi 2 result (ng/l) 1/1, 118.3, on (B)(6) 2023, 0:37, 34. Hardware error related to wash valve 2 was reported by the customer prior to the incident, on (B)(6) 2023. A beckman coulter field service engineer (fse) assisted the customer over the telephone in explaining how to clean and reassemble the wash valve. Fse advised customer to run system check and qc following wash valve cleaning and reassembly. Calibration passed prior to the incident, on (B)(6) 2023. Quality control (qc) were also passing within expectations one day prior to the incident but were failing on the morning of the incident on (B)(6) 2023). System checks had also been passing in the days leading up to the incident but failed on (B)(6) 2023 due to elevated results and high cv for washed portion. A beckman coulter fse was then dispatched to the customer site to assess system performance.